Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a screw was misplaced superiorly on l4 right. The surgeon instrumented levels l3-l5 left top down, then placed l3-l5 right top down. The surgeon used a drill, tapped, and placed screws. The navigation looked correct during the case, then on post-op c-arm spin the l4 right was superior. The patient was fixated using a schanz pin, schanz arm, and bone mount bridge. The surgeon removed the right l4 screw and connected the rod from l3 to l5. There was no impact on the patient outcome. Additional information was received stating that the cause or suspected cause of the deviation was stated to be due to a possible superior skive that pushed the drill high. L4 was deviated around 3mm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined the probable cause of the deviation reported in the or is skiving of the surgical tools on the boney anatomy due to sub-optimal planning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.